Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they were unable to determine which of the two leads had the out of range electrode. The out of range electrode was the cause of the 'settings not available' message. Patient was reprogrammed yesterday (B)(6) around the out of range electrodes. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: unknown); product type: 0200-lead; implant date: on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are having trouble with the machine / stimulator again. Patient stated they are getting message settings not available cannot provide your desired intensity on the controller screen since three days ago. Patient stated he is in agonizing pain since the same day because he is not able to increase the stimulation. Patient stated they are able to adjust one setting but they are not not getting the relief they need, and the other setting does not help. Patient stated they are in the process of changing healthcare providers (hcp). Agent asked patient to connect with controller and controller show implanted neurostimulator 50%, controller 50% charged. Patient services confirmed patient did not have a fall or trauma. The issue was not resolved. Agent reviewed reps role. Agent sent email to local reps. Historical information: patient stated they had this issue before and had to meet with the manufacturer representative (rep) and was told one of the contacts on the lead was burned out and they had to work around it.